Event description:
It was reported that device was getting heat .at the time of report no patient impact is been observed . Additional information received the balls shifted inside and dug deeply into the knuckle during the evaluation .

Manufacturer narrative:
H3: product analysis :evaluation determined that device getting heated. The likely cause was identified as due to the tube that cannot be extended nor retracted because the dial is stuck. It was also noted that housing nut is deformed , housing is stuck in the knuckle and the balls shifted inside and dug deeply into the knuckle, causing internal damage to both components and making separation impossible . B.3. Date of incident or estimated date of incident was not provided to the manufacturer. Event notified date used as date of incident until further information is obtained. G.3. Aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.